Manufacturer narrative:
Investigation: visual inspection: during the investigation, no significant deformation or damage of the valve was determined. Permeability test: a permeability test has indicated that the m.blue valve has a blockage. Computer controlled test: because the m.blue valve is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection : after dismantling of the valve, deposits were found. Results: based on our investigation results, we can determine a blockage in the valve. The determined deposits can be named as the cause for the blockage. Deposits caused by natural substances in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of proteins can impair the integrity of the valve we can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
It was reported that a m. Blue (#fxt802) and a ped.prechamber (#fv035t) were implanted during a procedure performed on (B)(6) 2023. According to the complainant, the valve caused an underdrainage. The patient underwent a revision procedure. The complainant device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 10 years height: 145 cm weight: 35 kg gender: female same event as medwatch#3004721439-2024-00068.